Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was monitored without the battery for ten minutes. After re-inserting the battery, no unexpected power loss alarm was noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. The pump error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm after battery was out and received multiple power loss alarm. The customer inserted a new battery and again power loss alarm. The customer was advised that the internal backup battery could not be charged. The customer was advised that the device would be replaced and agreed to return the product for analysis.